Manufacturer narrative:
Occupation: non-healthcare professional. Date inaccurate, only the month and year are valid. The main component of the system and other applicable components are: product ID: neu_unknown_lead, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding an implantable neurostimulator (ins) for chronic pain. It was reported that the patient had their leads changed to paddle leads about a year ago. The wires were "encrusted in fibers" and the signal couldn't get through. They noticed this issue because they were in a lot of pain. The leads were changed out on bastille day, (B)(6) 2017. No further complications reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that the neurostimulator stopped working. The neuro surgeon who investigated surgically on (B)(6) 2017 reported the leads were encrusted with fibrous material they stopped working. He replaced with a paddle. The patient does not know the cause of the lead being encrusted in fibers. Patient did know the operation was a success. However patient was given no pain medication for the first 30 hours and the program was initially incorrect because the battery orientation changed. Patient said the originals leads worked from (B)(6) until approximately (B)(6) 2017. Patient stated that device works but patient still have great pain which is reduced by device. No patient symptoms or complications were reported in this event.